Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for several patients. The results provided were: sid (B)(6): 13yrs old female: initial=185 mmol/l /repeated=142 mmol/l /repeated on (B)(6) =140 mmol/l sid (B)(6): 56yrs old female: initial=168 mmol/l /repeated=136 mmol/l /repeated on (B)(6) =138 mmol/l sid (B)(6): 64yrs old male: initial=168 mmol/l /repeated=172 mmol/l /repeated on (B)(6) =138 mmol/l sid (B)(6): 58yrs old female: initial=169 mmol/l /repeated=139 mmol/l /repeated on (B)(6) =139 mmol/l laboratory reference range for sodium=135 to 146 mmol/l there was no reported impact to patient management.